Event description:
It was reported that the patient received multiple inappropriate atp and hv therapies due to oversensing. X-ray revealed the lead had dislodged. The patient elected to have the complete system explanted and not replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.